Event description:
It was reported during a patent ductus ligation while using an mcl20 surgeon reports she fired mcl20, it jammed, and suddenly pt's chest filled with blood. Upon closing mcl20, surgeon reports she heard a cracking sound. Upon close inspection, she determined a hole was created in posterior aspect of pulmonary artery. Surgeon reports she could not say this was absolutely caused by mcl20. Resident surgeon in case, reports she noticed when she placed mcl20 first clip fell out of applier. She said second clip scissored so clip was removed because it was not adequate to perform ligation. Resident reports she fired a couple more clips and then chest filled up with blood. Pt coded on table. It was reported pt lost 600 cc's of blood. Suture ligatures were used to close hole in pulmonary artery. CPR was performed. Blood was given to pt. Pt was given post-op steroids to prevent brain swelling. Echocardiograms were obtained (exact number unk). A CT scan of brain was performed. Rep reports he spoke with resident surgeon on case, and she stated she was first one to use mcl20 during case. She stated first clip fell out of applier. She stated second clip she fired scissored and third clipe was placed properly on patent ductus. Then resident stated another dr went to place a clip on patent ductus on pulmonary artery side and that's when dr stated she heard a loud cracking sound. Then pt's chest filled with blood. Resident also reported neurologist did an eeg and neurologist reports "diffuse slowing of brain activity not normal pt's age." Resident reported pt is being transferred to another hosp for rehab. 08/26/1997 rep was paged for further info on case. 08/26/1997 the rep responded to page. 08/26/1997 the rep reports director of surgical svcs, has device held and intends for it to be sent to an independent lab for testing. Dr was performing a ligation of a patent ductus arteriosus. They were using a clip applier with which they had noted some difficulty earlier in case. It should also be noted that patent ductus was considered wide and relatively short. The dr's first clip on patent ductus was towards aortic side and second was placed next to pulmonary artery. At this time instrument appeared to malfunction and there was difficulty releasing instrument. She was finally able to release it, but when she did there was a large amount of bleeding coming from pulmonary artery. There was approx a 500-600cc blood loss. This pt did not have cross matched blood. During procedure pt did require cardiac resuscitation. During post operative period there was evidence of central nervous sys problems. Child was transferred to rehab at another hosp. The dr is uncertain as to why this event occurred and is asking for co's help in determining what occurred with this instrument. It has been reported to co that hosp desires to use an outside source for eval of instrument.

Manufacturer narrative:
Tracking #.44800. D5,6; h4: info not available, device not returned for analysis.